Event description:
Boston scientific received information from a competitor field representative that called to obtain the lead models for two leads he assisted with an extraction a few months back. The field representative needed to update their database with the lead models. He was not aware of any allegations and could not remember the reason for this specific procedure to extract the leads. Our records indicate the patient died in late-(B)(6) 2014. At this time, there is no information linking the lead extraction to a product malfunction or the patient's death. Our company field representative contacted the physician who performed the lead extraction. The patient was admitted to the medical center sometime over the (B)(6) of 2014 (the physician could not recall the exact date) due to a systemic infection and need for system extraction. The procedure went well and the patient was subsequently discharged from the hospital. Sometime after that, the patient was admitted to another hospital for an unrelated medical procedure and he ended up passing away during that admission.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.